Event description:
During implant, diagnostic imaging was performed which revealed the right ventricular (rv) lead was dislodged. The physician attempted to reposition the lead but the helix would not extend. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events were the helix would not retract and lead dislodgment. As received, a complete lead was returned in one piece. The reported event of the helix would not retract was confirmed. The lead was returned with the helix partially extended and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued at the connector region, consistent with procedural damage. After cleaning and by applying torque to the connector pin, the helix could be retracted and extended. The full helix extension length measured within specification. The cause of the reported event of the helix could not retract was isolated to the helix clogged with blood/tissue and overtorqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.